Event description:
A surgical coordinator reported that during the second case of the day, two of the irrigation/aspiration tips would not aspirate. The tips were flushed but still would not aspirate. The o-rings were changed but the problem was not resolved. The third tip that was attempted worked properly and the case was completed with no impact to the patient. This is the second of two reports being filed for this facility.

Manufacturer narrative:
Investigation results for the first tip received: one irrigation/aspiration (I/a) 120 degree handpiece tip was returned for not aspirating. The device history record for the lot was reviewed. No abnormally that could have contributed to the customer complaint issue was found during the device history record review. The product was released according to manufacturer's acceptance criteria. A complaint history review performed indicates no additional complaints were associated with the lot. The handpiece tip was visually inspected using 20x magnification. The handpiece was visually acceptable. The irrigation and aspiration lines were flow tested and deemed acceptable. The evaluation does not confirm the handpiece had a poor aspiration rate because the handpiece tip met specification for its aspiration flow. It appears this tip may have been sent back and also assumed to be occluded as the other two handpiece tips returned by this customer were found to be occluded. Investigation results for the second tip received: one I/a 90 degree handpiece tip was returned for not aspirating. The device history record for the lot was reviewed. One unrelated abnormality that did not contributed to the customer complaint issue was found during the device history record review. The product was released according to manufacturer's acceptance criteria. A complaint history review performed indicates no additional complaints were associated with the lot. The handpiece tip was visually inspected using 20x magnification. The handpiece is visually acceptable, except for worn o-rings. The irrigation and aspiration lines were flow tested and deemed acceptable. The handpiece tip did have to be purged to clear some internal foreign material and both o-rings were replaced. The evaluation does confirm the handpiece tip did initially have a poor aspiration rate, but meet specification once the handpiece internal lines were purged and new o-rings installed. The root cause of the poor aspiration flow is due to failure of the customer to follow the directions for use (dfu). If a handpiece tip is not cleaned properly, it will start to become occluded or become completely occluded and the aspiration flow will decline. If the o-rings are not replaced when worn, aspiration issues will occur as the handpiece will not be able to build up a proper vacuum. The end user must follow the dfu to clean the handpiece tip immediately after its use and also to inspect the handpiece tip prior to each use. This is especially important based on the age of this part. All handpiece tips are 100% inspected and checked for no occlusion by trained operators during the manufacturing process. (B)(4).